Event description:
It was reported that a person using the ilet experienced sustained hyperglycemia after a supply change; customer support advised performing a supply/site change and the user indicated they would do so when able. Symptoms included elevated blood glucose of 400 mg/dl without reported secondary symptoms. Outcomes included no emergency treatment, no hospitalization, and no medical interventions documented beyond troubleshooting guidance. Investigation included customer interview and troubleshooting education. Investigation of this case revealed cause unclear with no device alarms reported. It was concluded that the event involved hyperglycemia with an undetermined cause and no confirmed device malfunction. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.